Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and partially dislodged force sensor pins. Review of the pump history revealed several loss of prime alarms associated with zero force. The pump was primed successfully and exercised and no alarms were duplicated.

Event description:
Eval revealed a misaligned display screen and partially dislodged force sensor pins.